Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 51 mg/dl. Customer initiated a bolus that was too large resulting in the customer's bg to decrease. Customer consumed carbohydrates to address their bg.